Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. There were no sample returned for evaluation however, several photographs were provided by the customer. An examination of the pictures shows leaking between the cross spike and the line. The reported condition is confirmed. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the enteral feeding sets presented a nutrition leak during priming. There was no patient involvement.